Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to a notification form received via email on (B)(6) 2017: "while entering [a] sn (serial number), system notified me of a name match to a previous implant[ed] sn. Name, hospital, last 4 of ssn (social security number), and age match."

Manufacturer narrative:
A review was held of the available information. The valve was implanted on (B)(6) 2006 and explanted due to unknown reasons on (B)(6) 2018 (11 years 125 days post-op). Attempts to obtain additional information were not successful. The instructions for use (IFU) acknowledge reoperation and explantation following a complication as a risk of aortic valve replacement surgery. However, no other clinical evidence is available to evaluate and it is impossible to determine what, if any, contribution the valve had to the need for the reported implant/explant procedure. A root cause could not be determined based on the limited information available. The product met all specifications prior to release and no deviations are noted with the processing of this product. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to a notification form received via email on 03/09/2017: "while entering [a] sn (serial number), system notified me of a name match to a previous implant[ed] sn. Name, hospital, last 4 of ssn (social security number), and age match."